Event description:
Pt had a right total hip arthroplasty with ceramic on ceramic surgery on (B)(6) 2005. On (B)(6) 2014 pt report feeling "something give with immediate onset of pain and loud noise in the hip". Pt presented to md, x-ray taken and revealed fracture of the ceramic liner of the cup. Required revision of right total hi preplacement surgery on (B)(6) 2014. Case code: (B)(4).